Manufacturer narrative:
H6: code c19: specimen was returned and an engineering evaluation results are as follows: evaluation of the returned device indicates a partially expanded endoprosthesis with compressed inner zipper on distal end of device near area of partial deployment. Notable deployment line loops, not caught on any apices. An exposed and kinked distal shaft. Guidewire passes from distal tip to hub, past the kink in distal shaft, and deployment continues successfully with traction at the knob. D9: specimen was returned to gore.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2 and a4: patient age/dob and weight were requested but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b17: the affected device is anticipated to be returned for engineering evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during an open surgery shunt revision of the brachiocephalic fistula, a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was to be implanted. From a brachial access, an 8fr x 11cm terumo sheath was used to advance the vsx device over a terumo stiff wire to the intended treatment site. Deployment was initiated, but the deployment line became stuck when only a portion of the device expanded. The partially expanded vsx device was removed along with the sheath from the patient. A new sheath was inserted and a new vsx device was use to complete the procedure. As reported, the patient did not experience any adverse consequences. The physician stated he could not determine why the deployment line became stuck and inability to complete device expansion.